Event description:
Received information the patient was having problems recharging. Patient was expecting the recharging process to be quicker and she generally takes 3-5 hours to recharge. Patient is getting at least 5 coupling bars. Medtronic patient services reviewed how patient activity level during recharging can impact coupling. Additional information reported the device system was explanted by the implanting physician at his discretion. No reason for explant was given. Patient was reported to have suffered no injury.